Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-rx-001/serial number (B)(4)/lot number 5199292), being used with the complaint receiver, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna was confirmed. The root cause was determined to be a defective transmitter.